Manufacturer narrative:
Voluntary medwatch mw5147439.

Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead on stored electrograms (egms). The patient will be checked into the clinic for further assessment.